Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to have been a result of challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to have been a cascading event of the reported incomplete coaptation/slda. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that one mitaclip had previously been implanted. An xtr clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2021, the patient returned to the hospital for a follow up appointment. Transesophageal echocardiography (tee) showed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. The physician decided that no additional procedure was necessary. No additional information was provided.